Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support assisted customer with resetting the pump and the alarm cleared. Reportedly, customer resumed pump therapy.